Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a nurse for a hospitalized (non-diabetes related) patient contacted support because the patient¿s cgm was not connected to the ilet, the ilet was operating in bg run mode, insulin had been paused overnight and resumed in the morning, and staff were uncertain which dexcom sensor was placed and whether it was paired to the ilet; support advised reviewing ilet delivery history and the ilet mobile app to confirm insulin delivery. Symptoms included no reported clinical symptoms. Outcomes included elevated blood glucose that reached 294 mg/dl and remained out of range through the night, with subsequent correction by the ilet. Investigation included troubleshooting and education regarding device status, cgm pairing, and review of algorithm delivery history, with no alerts or alarms reported by the device. Investigation of this case revealed hyperglycemia associated with cgm not connected to the ilet while in bg run mode and a period of insulin delivery paused by staff, with the ilet continuing to deliver insulin in bg run mode and later correcting glucose once resumed. It was concluded, based on previously established findings for similar reports, that user setup and use issues, including cgm connectivity and pausing insulin, were the likely causes.